Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that out of range issues occurred between the transmitter and pump for greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Reportedly, the customer's body was serving as an obstruction between the transmitter and the pump. The customer removed the obstruction and connection was regained. Reportedly, the customer continued to use the pump for insulin therapy. In addition, it was reported that the insulin gauge was inaccurate. Customer added more insulin to the cartridge outside the load process. Customer's blood glucose level ranged from 75-160 mg/dl. Customer continued to use the cartridge.